Manufacturer narrative:
(B)(4). Batch #t9483l. Investigation summary: the device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. No cautery issues were noted at any time as reported. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additionally, the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hysterectomy, the device did not cut and coagulate well than usual. Another handle and the shaft were used to complete the case. There were no adverse consequences to the patient. No further information is available.